Manufacturer narrative:
The elecsys hiv duo reagent lot number is 888322, and the expiration date was not provided. It was reported that the last calibration was completed on (B)(6) 2026 and that qc was showing an upward trent since (B)(6) 2026. A field application specialist (fas) instructed the customer to recalibrate the reagent pack, which was successful and the qcs were within the allowable range. The investigation is ongoing.

Event description:
There was an allegation of questionable reactive elecsys hiv duo results for 1 patient sample on a cobas e 402 analytical unit. The initial result on a different e 402 analyzer was 0.67 coi (non-reactive). The repeat results on the e402 analyzer in question were 1.11 coi and 1.19 coi (reactive). A new sample was drawn on (B)(6) 2026, and the result from the e402 analyzer in question was 0.838 coi (non-reactive). The result on the other e 402 analyzer was 0.853 coi (non-reactive). The non-reactive results were believed to be correct and were reported.